Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited distal fiber breakage, scratches on the distal edge, bent and dents on the outer tube, and image out of field view. There was no patient involvement.